Event description:
On (B)(6) 2010 a female patient underwent implantation of screws into her left ankle. Subsequently, she experienced irritation and consulted with her physician. It was reported that the physician felt it was appropriate to remove the implants. On (B)(6) 2014, all of the implants were removed. It was reported that the procedure was successfully completed. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.